Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one day post implant of right ventricular (rv) lead, the patient diagnosed of suspected thrombosis of the left subclavian vein. The patient experienced slight edema in the left arm the day after the procedure. Patient already known for a stenosis of the left subclavian vein, and as a result that the stenosis indicated as completed in thrombosis. No diagnostic test or procedure performed. No other actions taken. Patient administered medication for six weeks. Adverse event resolved. The rv lead remains in use. No patient complications have been reported as a result of this event. The patient is a participant in the (B)(6) clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.